Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a total shoulder eclipse the trials became impacted in the glenoid and it was very hard to remove and broke. All was retrieved. The case was completed with no further issues and the patient is fine to date.